Manufacturer narrative:
Retained samples of the same lot have been inspected visually and electrically. Mechanical tests were performed on 3 retained samples. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available to us. We have requested additional information and our customer informed us that "as it is a notivisa, the information questioned will not be possible to answer, as the data of the claimant is confidential." As no further information was made available despite of repeated requests, no conclusion can be drawn what might have caused the incidents. We therefore close the investigation.

Event description:
On (B)(6), 2021 we have been informed about an incident involving a dispersive electrode. An unknown procedure was performed at an unknown hospital in (B)(6). A monitoring dispersive electrode (model skintact wr21) and an unknown generator were used. The initial reporter stated "we have recently received a technical complaint from ministry of health (anvisa)". The initial reporter was providing the following information: "at the end of the surgical procedure, a burn was detected in the lateral region of the thigh where the neutral electrodes was placed. The equipment has updated preventive maintenance." No information about the generator model, the power settings, the patient, how the skin was prepared and if and how the injury was treated have been disclosed to us.